Manufacturer narrative:
The returned valve was patent. The valve met the requirements for siphon testing. However, the valve did not meet the requirements for reflux, pressure-flow, and pre-implantation testing. There was proteinaceous debris noted within the interior and exterior of the valve. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve and resulting in fluid reflux. The instructions for use (IFU) that accompany the device caution that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris.¿ the valve also did not meet the requirements for leak testing due to a tear in the top of the delta chamber. It is unknown how or when this damage occurred. The IFU caution that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting, or crushing of components.¿ the IFU also caution that ¿care should be taken in handling the valves as silicone has a low cut and tear resistance. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient weight provided. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received clarified the previously reported statement of ¿now review the appearance of the position to reduce the change on intracranial pressure.¿ it was indicated that this referred to the patient¿s intracranial pressure not changing following a pressure adjustment. This was the reason for the valve explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted in (B)(6) 2013. In (B)(6) 2018, the valve was explanted. It was stated ¿now review the appearance of the position to reduce the change on intracranial pressure.¿ reportedly, there were no patient symptoms or complications associated with the event and the patient outcome was listed as alive-no injury.